Manufacturer narrative:
The investigation determined that test results from a patient sample processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. The engen system correctly identified the issue by generating a cross check error, as designed. However, the mis-associated sample results for the patient sample were reported from the laboratory. The assignable cause of this event is a mechanical issue with the gripper in the centrifuge module of the engen laboratory automation system.

Event description:
The customer reported that test results from a patient sample processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. Mis-associated patient results may lead to inappropriate physician action. The mis-associated sample results for the patient sample were reported from the laboratory. The physician questioned the results, repeat testing was performed, and a corrected report was issued for the affected patient. Ortho has confirmed there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).